Manufacturer narrative:
Updated fields: b4, g2, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. In the previous MDR, it was incorrectly mentioned 'if follow-up, what type' as additional information for h2. The getinge fse was dispatched to evaluate the unit. Fse states on-site inspection of the equipment and fault code records at the hospital confirmed the customer's reported fault. Spare parts (muffler 1/8 npt) were replaced. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
Additional information: due to characterization limit e.1.: event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had a high temperature alarm. Replaced the patient with another device. No patient was harmed.